Event description:
A pt reported experiencing inaccurate erratic results with an otb meter. The pt's blood glucose results were 52mg/dl, 154mg/dl, 206mg/dl. Tests were done within 15 mins with a difference of 66%. Pt did not experience any adverse events. No further info has been reported.